Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. Dtbb1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead position check failure was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.